Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system failed to bootup. The device was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and was unable to reproduce the turn-on error, but analysis of the log files revealed problems with the flexvision pc. The system underwent monitoring to check for the issue's reoccurrence and was then returned to the customer. Nevertheless, the problem reoccurred and was ultimately resolved by replacing the disk bay of the flexvision pc. Following the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.